Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital will not return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently had a revision due to instability.

Manufacturer narrative:
(B)(4). D11: primary femoral 2/r pc, item # 621200021, lot # 1543283. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02824. Reported event was confirmed by review of photograph of explanted devices. From the picture, it was noted that the inferior side of both femur and tibia are covered with soft tissues. No other information can be obtained from the provided pictures. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.